Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. No abnormalities related to the discovered iipv event were identified during visual inspections. The cause of the iipv event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:27:34. During night drain cycle one, the patient's ultrafiltration reading was 1660ml, indicating the home patient (hp) drained 1660ml more than their maximum programmed fill volume of 2500ml. No additional information is available.